Event description:
The customer reported that they had a facility-wide communication loss issue with all monitored telemetry transmitters. They were able to restart the enterprise gateway (eg) server, which successfully restored communication. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that they had a facility-wide communication loss issue with all monitored telemetry transmitters. They were able to restart the enterprise gateway (eg) server, which successfully restored communication. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Nka cits reviewed the customer enterprise gateway server and did not observe any comm loss events during the times reported by the customer. The customer was contacted to provide additional information, but the requests were left unanswered. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that particular device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Comm loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference that may cause signal loss. Other devices on the hospital network may also cause interference which could also cause comm loss or signal loss. Comm loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. The issue could not be confirmed. A serial number review of the reported device does not reveal additional related complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: g4 PMA / 510k number attempt #1 09/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/16/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide the requested information. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but model and serial number information for all but one is listed as no information (ni), as attempts to obtain information were made but not provided. Telemetry transmitter: model: gz-130pa sn: (B)(6) additional telemetry transmitters - gz series: model: ni sn: ni.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter model: gz-130pa, sn: (B)(4).

Event description:
The customer reported that their facility had experienced communication loss for every telemetry transmitter in the facility. They had also informed nihon kohden technical support (tech support) that their department was able to restart their eg (enterprise gateway server) and was successful in restoring communication. They were now requesting assistance with ensuring there are no further ip address conflicts within the facilities host table. No patient harm was reported.